Manufacturer narrative:
Evaluation summary: a device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. One used sample was received for analysis and investigation. The sample showed signs of use. Under water testing was performed and a leak was observed on the catheter. Magnified pictures were taken, and showed that the sample has a cut. The reported condition has been confirmed. Based on the available information there is enough information to discard the manufacturing process. The most possible root cause could be related to customer use. No trends or triggers have been found. A corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states during use they noticed the catheter was leaking and upon further examination found a crack of the catheter about one inch from the exit site. There was no harm to the patient.